Event description:
The manufacturer received information alleging a ventilator service required alarm persists even after the replacement of the device's oxygen blending module circuit board. There was no patient harm or injury reported with this notification. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator service required alarm persists even after the replacement of the device's oxygen blending module circuit board. There was no patient harm or injury reported with this notification. During the evaluation of the trilogy 202 device at a third-party service center, it was documented that calibration does not fix the problem of the ventilator service required (err_obm_accy_urgent_service) alarm. The technician recommended replacing the device's oxygen blending module board to address the issue. Additionally, the device's oxygen blending module flow element is contaminated. The front enclosure and handle are cracked. The whisper cap is missing. The inlet filter must be replaced due to preventive maintenance, after replacing oxygen blending module board the device passed the test.